Event description:
At the initiation of cardiac bypass, the oxygenator reportedly did not properly oxygenate the blood. The pt was temporarily taken off of bypass and the oxygenator unit was exchanged for a new device. The pt was returned to bypass and the procedure completed without further complication.